Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported event in run result printouts for ipth. While troubleshooting, fse found the white collar on substrate dispenser had become loose and was hanging at tip of the substrate dispenser tubing causing inconsistent substrate delivery. The fse reattached the collar to substrate dispenser, fse also found wash probes not centered into cups and adjusted the wash probes. Fse ran tt3 & ipth precision without errors and within acceptable range; the customer did not have any available prl analyte for troubleshooting. The customer also successfully performed qc & ipth precision runs; all results were within acceptable range. The aia-2000 instrument is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [sc] is generated when the vacuum pressure exceeds abnormal level after the suction of a specimen. The measurement will be skipped due to clogging. The operator is instructed to check for lumps or clots. If found, use centrifuge to remove and reschedule assay operation. The most probable cause of the reported event was due to impediment of the substrate flow and misaligned wash probes.

Event description:
The customer reported reoccurring out of range precision and discrepant patient results for intact parathyroid hormone (ipth) and prolactin (prl) on their aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.